Manufacturer narrative:
Plant investigation: although a companion sample was initially reported as available for analysis, no device was returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection between the heparin line and the combiset. There was no damage noted on the combiset or the heparin line. The patient¿s estimated blood loss (ebl) was less than 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint devices were discarded, but a companion combiset from the same lot is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the manufacturer received one case from the customer with twenty-four companion samples from the lot number. A visual inspection was performed to companion samples, all bonds were closely reviewed and found to be properly assembled; no separation between red t connector and heparin line were noticed. The samples were found acceptable. In addition, one companion sample was tested on the hemodialysis machine 2008t for functional test. No separation or leak occurred during tested period between red t connector and heparin line. The sample tested worked as intended without any abnormalities during the tested period. The reported event could not be confirmed. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The DHR confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product involved met specifications.